Event description:
It was reported by a community nurse that a patient experienced skin reddening/excoriation following application of pico. Small amount of redness on skin surrounding wound.

Manufacturer narrative:
(B)(4)